Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a xience v stent was placed in the mid left circumflex and after the stent was post dilated, a distal dissection was noted. A 2.5x18mm xience v stent and a 2.5 x 12mm xience stent were used to treat the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the xience v IFU, is a known adverse event associated with stenting and is not necessarily an indication of a quality issue. Dissection can be influenced by factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents)" post dilatation may be related to the reported dissection; however, a root cause cannot be determined.